Manufacturer narrative:
The insulin pump received with intermittent act button response due to corroded keypad traces. The insulin pump received with cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window, and cracked case at the reservoir tube window corner.

Event description:
The customer's parent called and reported a button on the insulin pump was damaged and another button was not readily responding. Customer's blood glucose was not known. It was stated there were no significant events leading to the keypad issues. It was advised that the customer discontinue use of the device and revert to a back-up plan. It was further advised the device would be replaced and agreed upon that the product would be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.